Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: ¿came to sco with no note.¿ additional notes provided by the facility¿s clinical engineering support services include: "I noticed during the visual inspection that the right iui connector was corroded and that some segments were missing from the display, so I replaced the connector and the display board. The upstream pressure sensor was not in the correct voltage range, so I switched out both the upstream and downstream pressure sensors. I recalibrated the unit and ran it through its pm tests with no further issues." Reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿